Event description:
A consumer reported that spouse used corega performance maximum, which is similar to super poligrip original marketed in the u.s, for 2 days and experienced oral irritation. The consumer reported that spouse continued to use the product for 10 days and experienced "gastric trouble" and was admitted to the hospital for hepatitis b. It is unknown if the consumer's spouse had any test(s) performed or if spouse had received any medical treatment while in the hospital. On follow-up, the consumer reported that spouse died from hepatitis b. At the time of this report, no additional information was available.